Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing was observed on egms. Review of session records revealed that undersensing was due to the nature of the algorithm. Patient's condition was stable and was undergoing a treatment review to prevent further episodes. No further information was available.